Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The unit was calibrated to resolve the issue. No patient information provided to date after calls to customer 03/31/22 and 04/05/22. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation. There was no patient injury.